Event description:
It was reported that the patient originally decompensated on (B)(6) 2025 which required reintubation. They continued to have increasing pressor requirements and was given methylene blue and initiated on continuous renal replacement therapy (crrt) on (B)(6) 2025. The patient's pressor requirements continued to increase, and they developed shock and respiratory failure. The decision was made to take the patient to the operating room (or) for protekduo right ventricular assist device (rvad) with oxygenator. Unfortunately, the patient continued to decompensate during the procedure, so rvad was aborted, and care was ultimately withdrawn.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section h6 correction: health effect - impact code 4642 - additional device required added. Section h6 correction: health effect - impact code 4641 - unexpected medical intervention added. Section h6 correction: health effect - impact code 4644 - medication required added. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The device was not returned for evaluation. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal dysfunction) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. No further information was provided. The manufacturer is closing the file on this event.